Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was admitted to the hospital one day after implant with an overdose. The issue was considered resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.